Manufacturer narrative:
Additional information was received that a few hours after the unsuccessful lead implant (see MFR report 3006630150-2019-00221) the patient was re-admitted to the hospital with a fever and hypoxemia. Due to the patient's history, a mild pulmonary hypertension was suspected. The diagnosis was confirmed via a right heart catheterization which was performed on (B)(6) 2019. Medication was provided to treat the event and the patient is still using oxygen daily while up and moving around. The patient was discharged from the hospital and the event resolved with sequelae.

Event description:
A report was received that following a procedure for an unsuccessful lead implant (see MFR report 3006630150-2019-00221) that the patient was hospitalized due to pulmonary hypertension. Medication was given and intervention was performed to treat the event. The event was reported to be related to the procedure and not related to the device. The patient is reportedly doing well.

Event description:
A report was received that following a procedure for an unsuccessful lead implant (see MFR report 3006630150-2019-00221) that the patient was hospitalized due to pulmonary hypertension. Medication was given and intervention was performed to treat the event. The event was reported to be related to the procedure and not related to the device. The patient is reportedly doing well.

Manufacturer narrative:
Additional information was received indicating that the patient will be using oxygen daily while up and moving around. The event was considered to be resolved with sequela.

Event description:
A report was received that following a procedure for an unsuccessful lead implant (see MFR report 3006630150-2019-00221) that the patient was hospitalized due to pulmonary hypertension. Medication was given and intervention was performed to treat the event. The event was reported to be related to the procedure and not related to the device. The patient is reportedly doing well.